Event description:
It is reported that the patient was revised due to pain. The surgeon revised the patella due to an oblique cut. The articular surface was noted to have abnormal wear.

Manufacturer narrative:
This report will be amended when our investigation is complete.